Manufacturer narrative:
A ge service representative performed an on site investigation. The customer informed that they replaced the gib board. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when the system booted up it came up with a charger failure error and would not go past that point. This prevented the system from booting up. Resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.